Manufacturer narrative:
Age at time of event: 18 years of age or older.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion is located in the moderately tortuos and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was used for dilation. However, the balloon ruptured. The procedure was completed with a different device as different manufacturer and different size successfully. No patient complications were reported.